Event description:
It was reported that the handheld is not functioning properly. It was reported that the handheld screen frequently freezes. It was reported that the battery screen shows an exclamation mark. Troubleshooting was performed and a test interrogation was performed. The screen froze and a hard reset was performed. The screen froze again. The physician has another handheld and tablet and does not need a replacement. The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned handheld device and software flashcard was completed. It was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.